Event description:
Customer states she dropped her meter on the floor and reportedly received results in the 220's (mg/dl) and 20's (mg/dl) within 10 minutes on the same device. Customer felt fine when she had these results. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: test strip lot number 522754, expiration date 09/30/2007.

Manufacturer narrative:
The suspect product is the advantage test strips.